Event description:
It was reported to vyaire medical that the avea ventilator encountered error high pressure peak. As of this time there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
(B)(4). Vyaire field service went onsite. Performed pm (preventive maintenance) according to the service manual. Internal batteries and o2 (oxygen) sensor was replaced. Performed ovp (operators verification procedures) and passed. Unit meets factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.